Event description:
Similar to the contralateral side the implant extruded through the skin. On this side the upper edge of the coil section was affected. Initially, the wound healed completely and appeared to be unremarkable. Since the middle of last year (july 2023) problems with the skin over both implants have been reported. When the contralateral side was explanted samples from the implant area were taken and analyzed but did not reveal any bacterial infection. The hospital tried to treat the affected skin area conservatively with anti-inflammatory cream. The device was explanted.

Manufacturer narrative:
Conclision: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Similar to the contralateral side the implant extruded through the skin. On this side the upper edge of the coil section was affected. The user showed good benefit from the implant as long as the skin was intact and the processor could be used. The device was explanted while a new implant was provided on the contralateral side.